Event description:
Silicone implants inserted in 1971. In 3/94, dr discovered hard deformed silicone breast implants. Rptr experienced persistent joint pain since implant and has had many chiropractic treatments, frequent bladder and urethral infections and extreme fatigue leading to depression.